Manufacturer narrative:
Section e1 shortened from: (B)(6) due to character restrictions. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope experienced the image appears white and hazy. This issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, and h11. Corrected field: h6 - only relevant fields in initial (B)(4) are: a090208 poor quality image, g05003 imager, b21 type of investigation not yet determined, c21 results pending completion of investigation, and d16 conclusion not yet available the device was returned to olympus for inspection and the reported failure of hazy image was confirmed due to elongation of the angle wire. White image was not confirmed and a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.